Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was a fiber tip detachment of the end cap. This fiber was used at 21,405 joules and 5 minutes of use. Another fiber was used to complete the procedure without patient complications.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, there was a fiber tip detachment of the end cap. This fiber was used at 21,405 joules and 5 minutes of use. Another fiber was used to complete the procedure without patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the tip was detached of the end cap. The fiber was functionally tested with the hene laser fixture, there are no signs of breakage along length of fiber. The connector cone, segments, and tabs appear in good condition and secured. The control knob is attached and aligned with fiber and can rotate the fiber. Therefore, the reported event was confirmed. The observed condition of the fiber tip/cap is likely that the event was caused by excessive force and/or bending of the fiber during use and/or cleaning. The interaction between the user and device, or sample, caused or contributed to the error. This includes unintended inappropriate use of the device and incorrect sample preparation. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There were no manufacturing issues that could have contributed to the reported event. According to the device instructions for use (IFU), the device was used in accordance with the IFU. It did not reveal any evidence of device off-label use or failure to follow instructions. It also warns, to avoid greenlight fiber damage or breakage: do not bury the tip in tissue. Do not retract or probe tissue with the device. Do not bend at sharp angles. Based on analysis results, a conclusion code of unintended user error caused or contributed to event was assigned to this investigation.